Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 06 feb 2023 from the home therapy nurse (htn) of a 57 year old male patient with multiple comorbidities including end stage renal disease, who stated the patient experienced an allergic reaction with itching and feeling hot an hour into a home hemodialysis treatment on (B)(6) 2023. Treatment was ended and the patient was admitted to the hospital. Additional information was received on 13 feb 2023 from the htn who stated the patient also experienced hypotension (nos) and emergency medical services (ems) was called. Per the htn, symptoms resolved within an hour with no medical intervention required prior to hospitalization. The patient was admitted on (B)(6) 2023, and discharged (B)(6) 2023. Following the event the patient has recovered without sequelae and resumed treatment with the nxstage system.